Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that since the reported problem could not be reproduced on the device evaluation, the likely cause was a cable used in combination with the subject device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated. When tested, the unit passed all functional tests; all video output signals and images were verified to function as expected.

Event description:
A user facility reported to olympus that the video connector was broken. There was no patient injury or harm, associated with the problem, reported to olympus.